Event description:
As reported via legal notification, that patient, in or around (B)(6) 2012, required a revision procedure after it was discovered that the plastic tibial insert of the defective optetrak total knee system implant had failed, during which the prior right knee prosthetic device was revised and the plastic tibial insert was replaced with the optetrak tibial insert (204-04-23) (hereinafter referred to as the ¿2012 defective implant¿). On or around, (B)(6) 2020 plaintiff required a second revision procedure, approximately 7 years 10 months post procedure, during which the total knee prosthesis was completely removed. Pathology taken during the (B)(6) 2020 surgery revealed that the explanted tibial component (204-04-23) had focal pitting and scratches with delamination predominantly on the medial compartment. The patellar component also showed wear deformation. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
H6: corrected health effect : clinical code and type of investigation code.